Manufacturer narrative:
Unit had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Unit had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. Unit received without belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.